Event description:
It was reported that an alert for high pacing lead impedance was received via review of (B)(6). Previous and in-clinic measurements showed normal. The ICD was explanted, and lead was capped after being monitored and again showed high measurements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.